Event description:
A search of the FDA's maude database on (B)(6) 2015 an adverse event report was found. A medwatch report number was not documented, but the report states the following: "using imaging guidance, a needle was introduced into the left renal collecting system via an inferior pole calyx. A wire was then passed through the needle into the renal pelvis and mid ureter under fluoroscopic guidance. The needle was then removed and a 4f catheter was placed over the wire. An antegrade nephrostogram was then performed. A 0.035 wire was advanced through the catheter into the bladder. The skin was dilated and then removed and a 8.5f percutaneous nephroureteral stent was placed and the cope loop formed within the renal pelvis and bladder. Antegrade nephrostogram demonstrates a non dilated system with multiple renal calculi within the inferior pole calyceal system, nonobstructing. There is a retained foreign body projecting adjacent, but not within, the urinary collecting system, unable to be retrieved. Manufacturer response from terumo radiofocus glidewire, angled (brand not provided) (per site reporter)."

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility for evaluation. Visual inspection did not find any anomalies in its appearance. Magnifying inspection of the surface did not find any anomaly which could relate to a fracture of the shaft. The outside diameter was confirmed to meet the manufacturing specifications, being comparable to that of the current product sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination confirmed that there were no indication of product related problems or discrepancies in the inspection results. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. The retention sample from the involved product/lot# was verified to be the normal product. With no return of the actual sample, the exact cause of this complaint cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the instructions-for-use by statements such as the following: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy; and continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned